Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for balloon burst and inability to withdraw system through sheath are unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'while deploying the valve, the edwards balloon ruptured. The valve deployed well, but the ruptured balloon was unable to be retrieved by the standard process.' Potential root causes for this event may have been due to calcification in the landing zone or over-inflation of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. However, due to insufficient information provided (no mention of calcification within the landing zone, inflation volume used not reported), a definitive root cause is unable to be determined at this time. In this case, the altered balloon profile of the burst balloon may have made it more susceptible to catch on the distal end of the sheath, which could have led to the reported withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from a voluntary medwatch, while deploying the valve, the edwards balloon ruptured. The valve deployed well, but the ruptured balloon was unable to be retrieved by the standard process. To remove the balloon, the arteriotomy was extended. Further intra-op imaging revealed a left common iliac flow-limiting dissection into the left external iliac artery. To repair this, a stent was placed in the left common iliac/left external iliac arteries.

Manufacturer narrative:
Investigation is ongoing.